Event description:
The manufacturer was informed of the following event through patient tracking department. Based on the information on the patient's implant form, on (B)(6) 2022, memo 4d annuloplasty ring 4dm-34 was implanted and explanted intra-operatively. No allegation of device malfunction nor serious injury on the patient has been received from the hospital regarding this event.